Event description:
It was reported to st. Jude medical that one week post-implant the lead dislocated and was repositioned. Approx 4 months later, when the ICD was interrogated, the shock impedance was 10j and an alert warning stating "possibly output circuit damage detected". Three days later the ICD would not interrogate. The lead and ICD were explanted.